Manufacturer narrative:
The reported issue was confirmed. It was concluded that the following was the root cause: supplier ¿ root cause inadequate verification and validation activities of the crimping process single pull test did not provide stability of process evidence was not provided when requested for maintenance of records or crimp tools no crimp cross-sections provided the DHR review is not required. Labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had a arctic sun device that was getting low flow alerts, biomed would like to send in for the 2000 hour preventive maintenance service and get a loaner. Per sample evaluation results received on 27jun2024, it was reported that electrical overstress noted on power inlet module to ac main voltage circuit card connection. The chiller molded tube tore at the drain valve end.

Manufacturer narrative:
The reported issue was confirmed. Root cause identified is covered/investigated under CAPA 1405844. The overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology (refer to ac cca power inlet module powerpoint for fishbone diagram). It was concluded that the following was the root cause: supplier ¿ root cause. Inadequate verification and validation activities of the crimping process. Single pull test did not provide stability of process. Evidence was not provided when requested for maintenance of records or crimp tools. No crimp cross-sections provided. Labeling review is not required because labeling could not have prevented this issue. Correction: d, e. Complaint re-opened to update UDI information with all available information per gudid h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had a arctic sun device that was getting low flow alerts, biomed would like to send in for the 2000 hour preventive maintenance service and get a loaner. Per sample evaluation results received on 27jun2024, it was reported that electrical overstress noted on power inlet module to ac main voltage circuit card connection (pr (B)(4)). The chiller molded tube tore at the drain valve end.